Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a ¿reinsertion¿ of their implant because it had come out of the fatty pocket. It was reported that it was right against their skin and it was uncomfortable to sit and sleep. The patient stated it was stitched deeper on (B)(6) 2017 with 2 layers of stitches. No further complications were reported.